Manufacturer narrative:
The insulin pump passed the displacement test and self test. A low battery alarm was noted on the long history file. The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the low battery alarmed and then the power error alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case, scratched keypad overlay, severely scratched display window and cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a power error detected alarm on the insulin pump. Customer also reported insulin delivery was stopped on the insulin pump. The customer also reported the reservoir was showing empty, but insulin was present on the insulin pump. The customer also stated a crack was present on the insulin pump's screen. Customer stated their blood glucose was 7.3 mmol/l during the time of the power error. Customer's current blood glucose was 14.5 mmol/l. Troubleshooting was not completed because the customer did not have the insulin pump present. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.